Event description:
Rayner intraocular lenses limited received notification of an event that occurred during implantation of a c-flex aspheric 970c iol. The healthcare facility reports that the lens tore and had to be removed from the eye. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2015-00025. Rayner's review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. Rayner's review of existing vigilance data, carried out from the month of manufacture of the c-flex aspheric 970c iol ((B)(6) 2013), concludes that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).